Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stenosis within the duodenum. The patient anatomy was noted to be moderately tortuous. During the procedure, the user encountered difficulty advancing the stent system to the target location. Once the device was in position, the stent failed to deploy at all from the delivery system. The stent system was removed from the patient. The device was tested outside of the patient and the stent still failed to deploy and the proximal metal handle bent. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Based on the device analysis, which indicates that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now considered a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the evaluation findings of catheter delamination. A visual examination of the returned device found that the stent was fully mounted onto the device. Slight bending was noted along the stainless steel handle. The outer sheath was stretched for a distance of approximately 150 mm from its proximal end. The outer sheath was kinked at the proximal end of the mounted stent. During a functional analysis, an attempt was made to retract the distal handle and deploy the stent; however, a restriction was met. The shaft was dissected at the proximal end of the clear outer sheath and the distal end of the inner lumen and stent were withdrawn from the outer sheath. No issues were noted in movement of the outer sheath of the proximal end of the shaft after it had been dissected. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.